Manufacturer narrative:
The product analysis confirmed that one device, part number 1884002 from lot hg1wygp, was received with the inner cutter tip broken off. A microscope and calipers were used to further assess the returned sample. The fragmented portion was approximately 0.24" in length with the detachment site occurring at the first proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer cutting surface while moving both the clockwise and counterclockwise directions which resulted in the observed break. The impacts markings were at the second and third proximal valleys, and there was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade broke off. The tip was retrieved. There was a delay of less than 10 minutes and no patient injury or impact.